Event description:
Reporter alleged obtaining the results of 23 mg/dl, 95 mg/dl and 81 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she drank a glass of milk after obtaining the low reading. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.